Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4): 0185 competitor implantable tachy lead 2005-(B)(6); 4470 competitor implantable pacing lead 2005-(B)(6); 4542 competitor implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.